Event description:
Per the clinic, the patient experienced infection at the external auditory canal and mastoid region. The patient also experienced extrusion of the electrode into the external auditory canal. Subsequently, the patient was hospitalized (date not reported) in order to be treated with IV antibiotics (date and duration not reported). The patient was continued to be treated with oral antibiotics (date and duration not reported). The device was explanted on (B)(6) 2025.